Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were returned for review. The device was in vivo for approximately 11 years and 3 months. Based off information provided on the product experience report, the femoral component and tibial component were well fixed as they were not revised. The patient's height, weight, build, and activity level are unknown. While no product was returned, it is highly probable that the wear corresponded to the in vivo duration. The patient's pain was most likely due to the wear of the articular surface. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 1998 and revised in 2009, due to the patient experiencing pain while walking. Wear was noted on the articular surface upon explantation.